Event description:
It was reported that there was a quarter-coin sized blue and red discoloration on the patient's abdominal skin superior to the pump. There was also tissue breakdown inside the pump pocket observed intra-operatively. The neurosurgeon felt that the wheelchair was possibly causing mechanical friction. The pump and catheter were explanted. Prophylactic ancef was given to the patient intravenously prior to the surgery, and aerobic and anaerobic cultures were taken. The patient was admitted to the hospital for a 23 hour stay to observe for signs/symptoms of withdrawal, and was started on a regimen of oral baclofen. The patient status was "alive" no injury/no adverse event. The device system was used to deliver gablofen.

Manufacturer narrative:
Product ID: 8709sc. Serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4).